Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch for door 3 in the tower had failed, taking down power to entire medstation. A field service engineer (fse) replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station displayed a black screen and offline in remote support service. The customer stated that the malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.